Event description:
It was reported that after a recent device implant, the alert triggered, and the lead exhibited out of range impedances. It was suspected to be related to the implant procedure, and has not been seen since. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.